Event description:
It was reported that during a thyroidectomy procedure, the device's would not close the clips properly. This occurred with five devices. Another device was use to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Six sterile devices from the same lot were returned for analysis. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. The six devices were returned in good physical condition. The devices were cycled, fed, and formed the clips properly. It was concluded that the devices were conforming to mfg specs. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted.